Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single patient. A patient sample was tested for accu tni and a result of "-3.0ng/ml" was obtained. The result was not reported out of the lab. The sample was re-tested for accu tni and repeated result was 0.06ng/ml. No report of death, injury, or change to patient treatment has been received to date.

Manufacturer narrative:
System information was not supplied. Per customer, the sample was a full draw. The repeated testing was done from the same primary tube and the specimen was not re-centrifuged. A field service engineer (fse) was not dispatched to the customer's lab because customer declined service indicating they could not verify the sample's integrity as it was received from another site. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).